Event description:
It was reported to boston scientific corporation that a uromax ultra was used during a procedure on (B)(6) 2014. According to the complainant, during preparation, when they opened the packaging they noticed a kink in the device catheter. The procedure was completed with another uromax ultra. There was no patient complication due to this malfunction. The condition of the patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
Reported event of kinked catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination was performed and the returned device presented a kink at the base of the strain relief. There was no evidence of any device use. The balloon protector was still placed over the balloon. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all gathered information and investigation results, this complaint will be assigned with the most probable root cause classification of handling damage. A device history record (DHR) was performed and revealed that there were no non-conforming events or any deviations identified.

Event description:
It was reported to boston scientific corporation that a uromax ultra was used during a procedure on (B)(6) 2014. According to the complainant, during preparation, when they opened the packaging they noticed a kink in the device catheter. The procedure was completed with another uromax ultra. There was no patient complication due to this malfunction. The condition of the patient was reported to be fine at the conclusion of the procedure.